Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. The insert was inspected and tested, the insert was tested for temperature and a maximum reading of 96.1 degrees was recorded. It is noted that the insert tip has been altered from its original shape. The insert was tested using a g-136 unit at 35 cc of water flow, the test unit # was (B)(4), thermometer ID (B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4 f to warrant a failure.

Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-1000 insert, the insert tip was getting hot. The event outcome is unknown as of this MDR evaluation.